Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's scs ipg was removed because the patient was not receiving effective stimulation therapy. Reportedly, the abbott scs leads were left in place and connected to a competitor's device.